Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. B21581) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, pelvic pain and uterine prolapse. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), cystitis ("bladder/urinary problems: bladder infect"), bladder disorder ("bladder/urinary problems: bladder probs"), urinary tract disorder ("bladder/urinary problems:urinary probs"), vaginal infection ("bladder/urinary problems:vaginal infection"), fatigue ("other injuries/symptoms: fatigue"), alopecia ("other injuries/symptoms: hair loss"), stress ("other" please describe: stress") and anxiety ("other" please describe: anxiety") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"). The patient was treated with surgery (hyst. (Full), salping.(bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, fatigue, alopecia, hormone level abnormal, stress and anxiety had resolved and the cystitis, bladder disorder, urinary tract disorder and vaginal infection outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, stress, urinary tract disorder and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2013 and (B)(6) 2013. Plaintiffs received treatment for dysmennorhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia, general abnormal bleeding, bladder infection, bladder probs, urinary probs, vaginal infection, fatigue, hair loss, hormonal changes, stress, anxiety. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test results: bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-aug-2020: medical record received lot number was added. Medical history, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), cystitis ("bladder/urinary problems: bladder infect"), bladder disorder ("bladder/urinary problems: bladder probs"), urinary tract disorder ("bladder/urinary problems:urinary probs"), vaginal infection ("bladder/urinary problems:vaginal infection"), fatigue ("other injuries/symptoms: fatigue"), alopecia ("other injuries/symptoms: hair loss"), stress ("other" please describe: stress") and anxiety ("other" please describe: anxiety") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"). The patient was treated with surgery (hyst. (Full), salping.(bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, fatigue, alopecia, hormone level abnormal, stress and anxiety had resolved and the cystitis, bladder disorder, urinary tract disorder and vaginal infection outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, stress, urinary tract disorder and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date-(B)(6) 2013 and (B)(6) 2013. Plaintiffs received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia, general abnormal bleeding, bladder infection, bladder probs, urinary probs, vaginal infection, fatigue, hair loss, hormonal changes, stress, anxiety. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet was received. Previously reported event injury was replaced with new events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia, general abnormal bleeding ,bladder infection, bladder probs, urinary probs, vaginal infection, fatigue, hair loss, hormonal changes, stress, anxiety. Reporter information, date of birth, essure removal date, lab data, events outcomes were added. Essure insertion date were updated. Device category changed from device other event to incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. B21581) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, pelvic pain and uterine prolapse. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), cystitis ("bladder/urinary problems: bladder infect"), bladder disorder ("bladder/urinary problems: bladder probs"), urinary tract disorder ("bladder/urinary problems:urinary probs"), vaginal infection ("bladder/urinary problems:vaginal infection"), fatigue ("other injuries/symptoms: fatigue"), alopecia ("other injuries/symptoms: hair loss"), stress ("other" please describe: stress") and anxiety ("other" please describe: anxiety") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"). The patient was treated with surgery (hyst. (Full), salping.(bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, fatigue, alopecia, hormone level abnormal, stress and anxiety had resolved and the cystitis, bladder disorder, urinary tract disorder and vaginal infection outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, stress, urinary tract disorder and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2013. Plaintiffs received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia, general abnormal bleeding, bladder infection, bladder probs, urinary probs, vaginal infection, fatigue, hair loss, hormonal changes, stress, anxiety. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test results: bilateral occlusion. Lot number: b21581, manufacturing date: 2013-04, expiration date: 2016-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.